Event description:
It was reported that during the procedure, the 3.5 x 12 mm nc trek dilatation catheter was advanced into the patient anatomy and an attempt was made to inflate the balloon using an inflation device. The balloon would not inflate and the device was removed without difficulty. A second same device was then advanced and the balloon was inflated using the same inflation device. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported inflation issue could not be confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.